Event description:
It was reported that, "hospital received this in their aro ship only order from 2008. On the box is an hour glass for when it expires but no expiration date."

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.